Manufacturer narrative:
Date of event: 2010. Citation: clinical comparison of the second and third generation of intramedullary devices for trochanteric fractures of the hip¿blade vs screw, andreas lenich , helen vester, michael nerlich, edgar mayr, ulrich stockle , bernd fuchtmeier. Injury, int. J. Care injured 41 (2010) 1292¿1296. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.

Event description:
A journal article received reported: the trial was initiated in order to compare a second generation implant, proximal femoral nail with three third generation implants: gleitnagel, trochanteric fixation nail, proximal femoral nail antirotation for differences in outcome of treatment based on the hypothesis that the third generation implants would reveal fewer complications than the second generation implants. The study included 375 patients (81 males and 294 females), with an average age of 81 years. This complaint regards 13 patients who had the proximal nail fixation and experienced cutting out of the antirotation lag/blade through the femoral head. This is report 1 of 3 for complaint (B)(4). This report is for an unknown nail.